Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. The clip was removed and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code: (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, after the clip was closed, the tip of the clip could not be peeled off normally. Reportedly, the clip was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 for the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was received with evidence of premature deployment and device returned without its outer sheath. Additionally, the bushing has hits. Microscope examination was performed, the bushing has hits. Dimensional examination was performed on the bushing, and it was confirmed within specification. No other issues were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.